Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the cause. Since the lot number is unknown a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) was not confirmed. The root cause of the complaint could not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 5. The technical service representative (tsr) advised the home patient (hp) to close all clamps to the solution bags and and cycle power. The tsr then advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.